Manufacturer narrative:
(Race and ethnicity; white) the customer¿s report that the tubing bubbled up was confirmed by visual inspection of the as-received sample. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed inside the tubing throughout the entire set. At the top of the silicone pump segment tubing near the upper fitment, a balloon was observed. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing "bubbled-up" above one of the connectors. The event occurred during patient use. The rn did not initially start the ivf (intra venous fluid). The blockage was being investigated because the alaris pump was beeping. The rn disconnected the tubing from the patient, flushed the (IV) on the patient. There was no abnormality noted from the patients (IV) site. The tubing was investigated and the "bubble" was discovered. Further, the customer reported there was no patient harm as a result of this event.

Manufacturer narrative:
The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing bubbled up above one of the connectors. The event did happen during patient use. The rn did not initially start the ivf. The blockage was being investigated because the alaris pump was beeping. The rn disconnected the tubing from the patient, flushed the IV on the patient. There was no abnormally noted from the patient IV site. The tubing was investigated and the "bubble" was discovered. The customer reported no harm.